Event description:
It was reported intermittent current experienced in instrument throughout the procedure. Called for advice but the current resumed. After continuing the procedure looked at instrument and one of the metal paddles at the end was missing having broken off inside the patient. According to the customer information, the broken off piece could not be recovered and there was a surgery delay of more than 60 minutes.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(6).